Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported she was recently hospitalized due to a hernia repair. Follow-up with the peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized for one week in (B)(6) 2016 for planned abdominal hernia surgery unrelated to the pd therapy. Medical records were requested however were not available.

Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.